Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.